Event description:
The pump was returned for investigation. Investigation revealed that the battery cap was stripped, power loss was observed, the battery compartment was cracked, and the display was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the battery cap had stripped threads and the yellow o-ring was visible and not seated properly. The battery cap was unable to tighten onto the battery compartment. Power loss was observed due to the battery cap detaching and the battery compartment being cracked. The pump booted to the verify screen with a dim discolored contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).